Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to verify no delivery alarm due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was not delivering and display screen was blank. Customer's blood glucose was 209 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.